Event description:
At the end of cardiac catheterization the physician went to deploy the starclose and the device would not release from handle. Manual pressure was applied due to failed closure device. The patient did not experience a hematoma.device #1is this a laboratory device or laboratory test?no.